Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the system displayed an unspecified error fault during intraoperative use of the vessel sealer extend (vse) instrument. Troubleshooting was attempted by reseating the instrument; however, this didn't resolve the issue. Use of the instrument was discontinued and inspection after removal identified a protruded and exposed blade. Reporter noted no instrument collision and that the target tissue was not hard nor thick. The surgical task was completed using the backup instrument. No further issue was observed. The user completed the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.108". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of remote log showed 1 blade exposed failure(s). The knife slot measured at 0.028. After manually retracting the blade, the instrument was placed on the in-house system and failed self-test. Root cause is typically attributed to the user. Additional observation(s) related to the customer reported complaint: the instrument was found to have 1 homing failures during initialization, likely caused by the dislodged blade. After manually retracting the blade, the instrument was placed on the in-house system and failed during self-check. A review of remotefe logs showed 4 homing failures. Upon visual inspection, the knife cable was driven out for inspection and failed to fully extend along the knife track of the jaws. The knife cable was observed to be slightly bent. Root cause is typically attributed to user. The instrument was also found to have 3 proximal jaw ceramic dots dislodged from the grip tips. Jaw ceramic dots #1, 6, and 7, measuring approximately 0.040" (qty 2) in diameter and 0.015" x 0.035" (qty 1) in size were not returned. The ceramic dot swipe test was performed and confirmed the jaw ceramic dots were not present. Root cause is typically attributed to user. The above-mentioned findings were confirmed. Three ceramic dots were found to be dislodge and there were light parallel scratch marks found on both seal electrodes. The scratches on both electrodes, combined with the log findings (cut failed/blade exposed, 4 homing failures), suggest the exposed blade may have dislodged the ceramic dots as it slid along the electrode during the failed homing sequences. Fragments of the dots were not found during investigation. The knife cable was found to be bent, and was unable to be fully extended. Knife cable damage (bird-caging) in the backend prevented the knife cable from sliding smoothly inside the knife support tube. This knife cable damage was likely due to the failed cut/exposed blade recorded during the procedure. Additionally, there were light scratches/indentations on the grip tip overmold, likely a result of collisions or other mishandling.